Event description:
It was reported that spectrum infusion pump alarmed "system error 221" during an infusion in the ICU. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "system error 221' alarm", determined to be caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.